Manufacturer narrative:
(B)(4). Insulin pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test or verify low battery alarm and failed battery test due to missing spring. Pump received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Event description:
Information received by medtronic indicated that the piece was missing in battery compartment. Customer also noticed failed battery and low battery alert. Customer stated the reservoir lip ring did not show signs of damage. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.